Event description:
The customer reported that the system would no boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.